Event description:
Additional information was received from the consumer. The ptm connection issue had resolved. The patient stated the pump has flipped over three times now but this is the first time the patient had connection issues. The patient stated they will be asking the doctor to tack it into place better.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial#: unknown, product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient receiving fentanyl (300 mcg/ml, 69.96 mcg/day) via an implantable pump for post lumbar laminectomy syndrome and non-malignant pain. It was reported the patient was having difficulty getting their patient therapy manager (ptm) to connect to their pump. The patient mentioned that their pump flipped before about 4-5 months ago and their healthcare professional (hcp) had to flip it back. The patient stated they did not think the pump flipped again, but it was possible. The patient stated the ptm did work, and would connect, it just took a long time. The issue was not resolved through troubleshooting. The patient was redirected to follow up with their hcp to further address the issue. No symptoms or patient complications reported.